Event description:
Customer reported modifying their insulin dosage based on readings obtained on their freestyle blood glucose monitor in mmol/l, the incorrect unit of measure. Customer then began to feel symptoms of hypoglycemia (dizziness). Customer then reported entering into a seizure and losing consciousness, and was treated with glucose at a local hospital in order to elevate blood glucose.

Manufacturer narrative:
The customer's products have been requested back for an investigation.